Manufacturer narrative:
The device was returned for evaluation and the returned unit passed all specific functional testing requirements. When the unit is properly positioned and put under pressure, unit will go into the lock position. Repair cannot duplicate unit not going into the locked position; general maintenance and cleaning required. The device history record review showed no abnormalities related to the reported failure. The devices manufactured during this period passed all required inspection points. No service history is on file for this device. The complaint cannot be confirmed as there were no issues observed. Therefore, the root cause analysis for this complaint is undetermined at this time.

Event description:
A senior neuro specialist reported on behalf of the customer that on an unspecified date, an a3059 mayfield modified skull clamp was used in a craniotomy for repair of encephalocele. It was noted that the knob would not completely lock during the case, and then got stuck when they tried to force it. The sales representative was able to get it unlocked and can lock it when it¿s not under pressure, but it was agreed that it should be sent in for further inspection or repair. Additional information received on 23mar2018 indicating that the patient had minimal direct impact. The surgeon had to loosen the pressure and remove the skull pins. The surgeon was able to line up the new skull clamp closely to where it was before, only slightly enlarging the pin sites in the patient¿s skull.